Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4.1 pocket d4 was intermittently failing. A field service engineer (fse) swapped the pocket with another unit; however, intermittent failure persisted. Performed diagnostics in hardware test application (hta) with no issues found and reseated all drawer connections. Rebooted the station, cleaned internal components, reseated bus cables, and inspected all cabling for damage. Installed eset 12 and rss 4.12, verified serial numbers, and tested all drawers in hta with successful results; customer confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6) drawer 4.2 had failed. The customer attempted to reboot the station and performed a storage space recovery; however, the issue persisted. Additionally, the cubie was replaced, followed by another reboot and storage recovery attempt, but the problem continued unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.